Event description:
It is reported in 99 pt sustained fractured right femur and underwent orif using 10 hole synthes dcp plate and eight zimmer screws. Post op pt did not follow up with treating physician and was not seen again until 3 months later when plate was discovered fractured at level of original fracture site. Cortical screws were found to be intact. It was noted that it was obvious pt was non-compliant with respect to post-op weightbearing. The next day plate and screws were removed and zimmer retrograde m/dn nail was implanted. No interlocking screws were used. Again, post-op pt did not follow up with treating physician and was not seen again until 42 days later when x-rays showed nail subsided into knee joint. Again noted at this time it was obvious pt had been non-compliant with respect to post-op weightbearing. In 2000 nail was removed without difficulty. Noted original femur fracture was well healed with exuberant callus. Pt did well post-op.